Event description:
It has been reported that an nrg transseptal needle was selected for use for an unspecified procedure. Prior to the procedure, the user mentioned that the tip of the needle became fractured while trying to manually bend the needle. No unusual force was said to be exerted. A new device from the same batch was opened (different device, same model), and the procedure was completed successfully. No patient complications reported. Product is available for return.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory, the nrg rf needle was first visually inspected, and it passed flushing test (pre and post decontamination), the distal tip was found broken and attached to the ptfe layer. Next, no obvious defects with the handle or the connector were noted. The hypotube joint felt very malleable as if it was only attached via the heat shrink. The active tip also had no defects. Additionally, the device failed inspection with curve overlay because of the distal tip. Finally, the device passed the hypotube inspection for distal and proximal outer diameter. The reported allegation is confirmed to have a distal tip fractured, but it was still attached to the ptfe layer and not fully detached. Considering the needle's tip fractured when an attempt was made to manually bend it before the procedure, the 'failure to follow instructions' cause code was selected to the referenced event. There was no evidence to indicate that the event was due to a design or manufacturing-related issue.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It has been reported that an nrg transseptal needle was selected for use for an unspecified procedure. Prior to the procedure, the user mentioned that the tip of the needle became fractured while trying to manually bend the needle. No unusual force was said to be exerted. A new device from the same batch was opened (different device, same model), and the procedure was completed successfully. No patient complications reported. Product is available for return.